Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv oversensing was noted. Reprogramming was performed and further evaluation was recommended. No further information is available.